Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The review of angio photos indicated radiopaque lock positioned lower and proximal to the bifurcation. The device lot history record review for lot number 73m2300241 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 76-year-old female patient (75 kgs.), bmi-31.28, presented in the or for a tavr procedure. A lower positioned access was gained utilizing a micropuncture kit with ultrasound guidance. The right common femoral arteriotomy measured 7.0mm, minimal calcification, no tortuosity, and a deployment depth measurement of 5cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath. Following the tavr, activated clotting time (act) was 457. Heparin and protamin were administered, the 18f manta device was deployed to the measured depth for closure, access site was dry, hemostasis was immediate. Following deployment, the physician performed a doppler for pedal pulses in the foot, pulses were not present. A post-angiogram revealed an occlusion at the manta site. Protamine was reversed and 5mm balloon angioplasty was administered. Partial flow returned with some restriction. The patient was transferred back to the cath lab for re-assessment and apply a 7mm balloon angioplasty to the site. A post pta inflation angio revealed a hematoma formed at the manta site and extravasation with active bleeding occurring at the site. Manual pressure was applied, and the patient was transferred to the or for surgical intervention. During the cut down, manta was explanted, and the surgeon confirmed manta was not tract deployed. Patient outcome post-procedure was stable. Numerous causes for intraarterial deployment have been established. According to the angiogram photos submitted, the radiopaque lock appears positioned distal to the bifurcation. The manta instructions for use posts warnings: do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Therefore, the root cause of the intraarterial deployment (occlusion) is potentially due to user error. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. Procedure requirements state: activated clotting time (act) should be below 250 seconds prior to closure. The severity of harm is ranked as a 4 based on the event of ballooning was utilized to treat the occlusion at the vessel access site arteriotomy. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events. Corrected data: correction to section d.4 UDI was updated from (B)(4) to include the full UDI.

Event description:
It was reported that: "post manta deployment, no dopplerable pulses in foot. Angio showed occluded vessel at manta site. Physician inflated a 5x40 terumo metacross pta at the occlusion site. Flow was restored with some restriction. Physician brought patient back to cath lab to assess site and intervened with 7x40 mustang pta inflation at the site. Post pta inflation, extravasation on angio, hematoma formed and active bleeding at the site occurred. Manual pressure was applied. Surgery was consulted and patient went to or for cut down. Manta was removed in whole. Patient is stable." Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain lower access in right common femoral artery. Vessel size was 7mmno reported calcification or tortuosity. Measured depth for the manta was 5+1cm. Both heparin and protamine were given during the procedure, but protamine was reversed prior to ballooning. The physician dopplered the pedal pulses post manta deployment. Previous pulses were not present. Physician took an angiogram. There was an occlusion at the manta site via angiogram. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "post manta deployment, no dopplerable pulses in foot. Angio showed occluded vessel at manta site. Physician inflated a 5x40 terumo metacross pta at the occlusion site. Flow was restored with some restriction. Physician brought patient back to cath lab to assess site and intervened with 7x40 mustang pta inflation at the site. Post pta inflation, extravasation on angio, hematoma formed and active bleeding at the site occurred. Manual pressure was applied. Surgery was consulted and patient went to or for cut down. Manta was removed in whole. Patient is stable." Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain lower access in right common femoral artery. Vessel size was 7mmno reported calcification or tortuosity. Measured depth for the manta was 5+1cm. Both heparin and protamine were given during the procedure, but protamine was reversed prior to ballooning. The physician dopplered the pedal pulses post manta deployment. Previous pulses were not present. Physician took an angiogram. There was an occlusion at the manta site via angiogram. The patient was reported as fine post the procedure.